Event description:
It was reported that during a coronary stent procedure, the physician encountered difficulty removing another manufacturer's balloon catheter. Upon removal, it was noted the guide wire tip had separated and remained in the pt. The physician elected to "trap" the wire tip by positioning a second, smaller stent within the original stent. The pt status is listed as "okay".